Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer verified the lamp hours they are at 500 hours, they do have white light out the tip of the scope. Tac instructed the customer to replace the main lamp as soon as possible. Tac provided the customer the part number: maj-1817 and emailed the clv-190 instructions for use and to reference pages 79-89 for lamp replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, every time the evis exera iii xenon light source was connected a e102 (examination lamp error) displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported error code e102 (examination lamp error). The DHR confirmed that the subject device was shipped in accordance with the specifications. The error code was displayed because the lamp required replacement after exceeding 500 hours. Olympus will continue to monitor field performance for this device.